Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot #73l1600592 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips are not closing properly. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544250 hemolok xl clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 3 clips remaining in the cartridge. One of the clips was loose in the cartridge. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The loose clip was manually removed from the cartridge and manually loaded into the jaws of the applier. The clip was able to properly load and close. The other two clips were also able to properly load and close. No functional issues were found with the returned clips. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "clips not closed properly" was not confirmed based upon the sample received. Upon functional inspection, all three remaining clips were able to properly load into the jaws of a lab inventory applier and close. Since no other remarks: functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. No further action will be taken.

Event description:
The clips are not closing properly. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned two cartridges 544250 hemolok xl clips 6/cart 84/box for investigation. The clip cartridges were visually examined with and without magnification. Visual examination of the returned cartridges revealed that there were 3 clips remaining in one cartridge and 4 clips remaining in the other cartridge. One of the clips was loose in the cartridge that had 3 clips. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned samples. A lab inventory clip applier was used. The loose clip was manually removed from the cartridge and manually loaded into the jaws of the applier. The clip was able to properly load and close. The other two clips in that cartridge were also able to properly load and close. The other cartridge was tested and all four clips were able to properly load and close. No functional issues were found with the returned clips. A corrective action is not required at this time as there were no functional issues found with the returned samples. The reported complaint of "clips not closed properly" was not confirmed based upon the samples other remarks: received. Upon functional inspection, all of the remaining clips from both cartridges were able to properly load into the jaws of a lab inventory applier and close. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. No further action will be taken.

Event description:
The clips are not closing properly. The patient's condition is unknown at this time.